Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle break off? The needle was bent. Please provide the lot number for the involved device. No further information is available. No further information will be provided. Additional information received at a later date: during use on the dermis, the tip of the needle broke and was found in the fat. During suturing, the needle tip suddenly became dull, and when the needle tip was checked, the needle tip was missing. Subsequently, the area around the fat was palpated and the needle tip was found. Thereafter, there was no problem with the patient's condition. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m.

Event description:
It was reported that a patient underwent an unknown urological surgery on (B)(6) 2021 and suture was used. During use on the dermis, the needle tip suddenly became dull, and when the needle tip was checked, the needle tip was missing. Subsequently, the area around the fat was palpated and the needle tip was found. There were no adverse patient consequences. No additional information was provided.